Event description:
After 3 years from the total hip replacement operation on left leg, 7-8 fragments of dall miles cable were found around left great trochanter, dall miles cable was extracted.

Manufacturer narrative:
Summary of evaluation. Evaluation results suggest that this event would be user related.